Event description:
It was reported that the surgeon was using a msi-tf injector with a competitor's lens and the haptic tore. Add'l info was requested but none forthcoming. If further info is received a supplemental medwatch form will be submitted.

Manufacturer narrative:
Eval codes: method: lot order search. Results: a lot order search was performed on the cartridge and foam tip plunger. There were four similar complaints found for the cartridge and one similar complaint found for the foam tip plunger.